Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a transplant. The reason for the transplant is unknown, since the patient had the transplant at an outside facility. It was suspected that the transplant was not a device related issue, but there was no further information.

Manufacturer narrative:
Section h6 medical device problem code: correction. "3190 - insufficient information" corrected to "2993 - adverse event without identified device or use problem". Manufacturer's investigation conclusion: a direct relationship between the device and the cause for the reported heart transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent a heart transplant on (B)(6) 2021. A cause for the patient¿s transplant was not reported. The pump, serial number (B)(6), was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. No further information has been provided. The manufacturer is closing the file on this event.